Event description:
Clinic reported that air passed the uabd with no alarm condition. The air was purged from the system and the treatment successfully completed on another machine using the same blood line. The pt was symptomatic and was admitted for observation. The uabd transducers and the blood handling cca were replaced as a precaution.